Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for repair. The inspection of the device by sorc confirmed the following; -the insertion tube was crushed and there was a hole. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the device degradation due to use stress or external factors or customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with this event.